Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this right atrial (ra) lead exhibited high out of range atrial impedance measurements and loss of capture (loc). This lead will continue to be monitored and remains in service. To date, no adverse patient effects were reported.